Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the pediatric receiver device (part number (B)(4)/serial number (B)(4)/lot number 5197678), being used with the complaint transmitter device, was returned for evaluation. The returned pediatric receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. Patient's mother was advised to reset the device which was successful for the reported issue.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of intermittent out of range. The receiver ((B)(4)) that was used with the complaint device was also returned for evaluation on (B)(4) 2015. A follow-up reported will be submitted once the evaluation is completed.